Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the male luer broke off in another set while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer of the bi-fuse broke off in the connector was confirmed. Visual inspection showed that the male luer tip of the set was broken off and was still lodged within the female end of the maxzero connector. The break was uneven and jagged. No tool marks were observed. The root cause was identified as the external application of force to the male luer tip.

Event description:
The customer reported that the male luer of the bi-fuse broke off in the connector while changing the tpn/il tubing and connected to a patient. There was no patient harm.